Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. Functional testing was performed and passed. The reported event of loss of connection was not confirmed. The probable cause could not be determined. No additional event or patient information is available.